Event description:
It was reported that there were thirty cassettes that were missing caps. The event occurred before use. No additional information is available at this time. This is report 12 of 30 associated with this lot number.

Manufacturer narrative:
(B)(4). This is report 23 of 30 associated with this lot number. The event occurred before use; therefore, there was no patient involvement. During follow-up with the customer, it was identified that the customer had incorrectly reported the event. Originally the customer thought that the supplies were missing caps, however, all of the supplies did have caps present. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.